Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient experienced nausea and vomiting. The reporter alleges the values were inaccurate, however, no specific values were reported. When a fingerstick was taken at the hospital, the cgm reading was 7.0 mmol/l, and the blood glucose reading was 20.5 mmol/l. The patient was treated with intravenous insulin and fluids. The patient was discharged the day after the event, after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.